Event description:
I had two sessions of coolsculpting done in late 2020/early 2021. I have suffered from the adverse effects of weight gain, specifically in the areas I had the procedure (upper and lower abdomen). I was shortly after diagnosed with hypothyroidism aka a medically confirmed slow metabolism and immediately following the first session gained 10 lbs out of the blue. It was extremely difficult to lose the weight. Over the following months I slowly started noticing that the area specifically was not only not shrinking with the rest of my body, it was proportionately larger, lumpy and deformed. I went back to the provider in (B)(6) of 2022 because they assured me that their insurance would cover adverse reaction but that "it had never happened." They told me it was my fault for gaining weight and refused to acknowledge the malformation or the fact that paradoxical adipose hyperplasia can cause weight gain overall, even though there are documented cases available on the internet. Over the last two years I have had various health problems such as severe ibs episodes for which I have had a colonoscopy and no explanation for these symptoms has been offered to me. I strongly feel these are autoimmune responses to this procedure and that they should be investigated. This product is not safe for the public. I have seen a multitude of worse cases than mine.